Event description:
It was reported that externalized conductors were observed when an asymptomatic patient presented in the or for a routine generator replacement. No electrical anomalies were detected. The lead remains implanted. Patient is doing well and will continue with routine follow-ups.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.